Manufacturer narrative:
(B)(4). The reported capture anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported when the patient presented for generator change out due to normal eri, high right ventricular thresholds that were previously observed were discovered to have decreased significantly. The generator was explanted and replaced. The rv lead remains implanted and active with new device. The patient will continue to be monitored normally.